Manufacturer narrative:
(B)(4). Product under eval.

Event description:
Consumer complaint of high blood results. Customer states that he feels well and requires no medical attention. Customer&#62688;expected blood results are 90-100mg/dl fasting. Verified the strips expire 08/31/2017. Customer confirms the strips are stored properly and was first opened 2-3 weeks ago. Reviewed meter memory: 177mg/dl (B)(6) 2015 10:07:00 am fasting: yes; 162mg/dl (B)(6) 2015 10:07:00 am fasting: yes; 119mg/dl (B)(6) 2015 09:48:00 am fasting: yes; 130mg/dl (B)(6) 2015 10:51:00 am fasting: yes; 136mg/dl (B)(6) 2015 11:05:00 am fasting: yes. Customer concern: 177 and 162mg/dl. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 90-100mg/dl fasting. Verified the strips expire 08/31/2017. Customer confirms the strips are stored properly and was first opened 2-3 weeks ago. Reviewed meter memory: (B)(6). Adverse event not reported. (B)(6). (B)(4), model #iq. Investigation required